Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Subsequently, it was reported that the customer inadvertently performed the load sequence while connected to the site. Customer's blood glucose level was 135 mg/dl. Reportedly, the customer went to the emergency room and was subsequently hospitalized due to a low blood glucose (bg) level, specific value was not provided. Details and nature of hospitalization were not provided. Reportedly, the customer had been using u-500 insulin within the pump supplies. Tandem technical support informed customer that u-500 insulin is off label per the user guide. Reportedly the customer reverted to an alternate method of insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. H3 other text : device not returned.